Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting stimulation. It was reported that the patient was having difficulty charging and that the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.